Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 626811) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (seasonique) since (B)(6) 2014 and evra (ortho evra) in 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 8 months after insertion of essure, the patient experienced groin pain ("bilateral groin pain") and cyst ("bilateral groin cyst"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, groin pain and abdominal pain had resolved. The reporter considered abdominal pain, cyst, dyspareunia, groin pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009, sonohysterography test showed, total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), bilateral groin cycst, abdomen pain" were added. Lot number was added. Product implant and explant date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 626811) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included eugynon (seasonique) since (B)(6) 2014 and evra (ortho evra) in 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 8 months after insertion of essure, the patient experienced groin pain ("bilateral groin pain") and cyst ("bilateral groin cyst"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and cyst outcome was unknown and the vaginal haemorrhage, menorrhagia, groin pain and abdominal pain had resolved. The reporter considered abdominal pain, cyst, dyspareunia, groin pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2009, sonohysterography test showed, total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.